Manufacturer narrative:
The products were not returned for evaluation. However, radiographic images were provided. It appears there is some lucency around the anterior interface of the tibial tray and tibia. There also appears to be lucencies at the anterior and posterior bone interfaces of the talar dome. Based on the quality of the images, no conclusion can be drawn.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent an infinity total ankle replacement. The patient will undergo a revision surgery.